Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of user shock was not confirmed. Multiple requests for additional information were made to determine if the shocks were confirmed to be due to static electricity, if any further shocks occurred and if the heartmate ii system controller was exchanged and would be returned for evaluation; however, no response was received. The submitted log file approximately 6 days of data ((B)(6) 2023 per the timestamp). There were no notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the heartmate ii system controller could not be reviewed as the serial number is unknown. The heartmate ii instructions for use (rev. C) section 6, entitled ¿patient care and management¿, and section d, entitled ¿safety testing and classification¿, state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. The heartmate ii instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate ii patient handbook (rev. C) section 6, entitled ¿caring for the equipment¿, addresses how to properly care for and maintain the equipment for proper use. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized for an incarcerated hernia and reported feeling a shock sometimes when their arm touched the controller. It was noted that the entire length of the driveline was wrapped in rescue tape. No unusual pump parameters, pump stops, or alarms were noted on interrogation. Log file review did not capture any unusual events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.